Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified left circumflex artery. Post implantation of a 3.5x28mm xience xpedition stent, a dissection was noted at the proximal end of the stent. Another xience stent was used to cover the dissection successfully. The patient is doing fine. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.